Manufacturer narrative:
Medwatch sent to FDA on 11/05/2008. Device evaluation summary: we have reviewed the device history records for the syringes and needles used and all dimensional requirements were met. During review of the device history records, minor deviations were noted. The deviations noted were not significant nor would contribute to a cause for this complaint. Based on the review of the device history records, we find no assignable cause for this complaint.

Event description:
During treatment with zyderm 1, the needle disengaged and product was lost. There was no injury to the patient or to the injector.